Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on xx/xx/xxxx with the following findings: reviewed total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011; daily insulin delivery totals correctly reflect the users programmed basal rates. The blackbox history indicates patient performing 'load' step after an 'empty cartridge' without performing 'rewind' step. Thus, the pump displayed a 'no cartridge detected' warning. During investigation, pump force sensor calibration was found to be within specifications at (B)(6). Rewind, load, and prime sequence was performed without any malfunctions. The pump prime history showed several large prime volumes; 137.58, 189.27, 188.89, and 142.08 units. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings...

Event description:
The patient reported that on (B)(6) 2011 her blood glucose (bg) was 65mg/dl with symptoms of confusion and sleepiness. The emt was called and she was treated with oral glucose at home. The patient reported that the pump was removed and she was taken to the emergency room where her bg was at 63mg/dl and she was treated with IV glucose. She was discharged on (B)(6) 2011 with a bg of 120mg/dl. The patient reported that prior to her bg excursion, she was performing a cartridge change and she forgot to disconnect at the site and the pump emptied the entire cartridge of insulin into her. The patient attempted another cartridge change and received a cartridge not detected alarm during load step. This report is being made due to the patient's alleged hypoglycemic event while on insulin pump therapy.